Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-12990 was received for investigation. Functional testing identified that the test needle was unable to be fully advanced through the ar-12990 tube, as it was binding against an internal blockage, likely from a prior needle breakage. Based off the information provided, the most likely cause of the reported failure is wear and tear.

Event description:
On 3/15/2022, it was reported by a sales representative via email that an knee scorpion needle broke inside an ar-12990 handpiece and cannot be removed. Additional information requested.